Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the device's internal hybrid layer capacitor (hlc) batteries had depleted along with the charge-pak, which caused the device to not be able to power on. The cause of what led to the hlc batteries and charge-pak becoming depleted could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying the battery icon on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench). Also, the device would not power on when prompted.